Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device force sensor and plunger board and syringe sensor were all replaced. Errors continue to generate for syringe not in place and force sensor error after several calibrations.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found both tamper seals were broken, battery is missing, and right plunger case is cracked. The devices event history log was reviewed for evidence of the reported event, and force sensor bgnd test, force sensor test, and syringe plunger not in place was found. To conduct functional testing, the device was powered up and the force sensor value would jump randomly, and the screen would flicker when moving the plunger head back and forth. Plunger cable no longer operates properly due to normal wear, it's 8 years old. Also found 'syringe plunger not in place' at syringe test. Plunger flippers were not fully seated due to incorrect assembly of the timing plates by customer. Replaced plunger cable and force sensor as a preventative measure, and correctly reset the timing plates. Passed all functional tests. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. B5: additional information received on 12-oct-2022 via email and attached to complaint object: this event was discovered during testing. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.